Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product. The backlight of the display does not work. Due to a mechanical impact, the inductor of the backlight is broken and the coil is loosened. The windings of the backlight inductor are wrapped around the vibrator. Therefore, the vibrator blocked. The insulin delivery accuracy was not affected by this defect.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the vibra alert on the infusion device works intermittently. No physiological effects were reported. The infusion device was requested for evaluation.